Event description:
A report was received that the patient had difficulty charging due to ipg migration. The patient underwent an ipg revision procedure wherein the ipg was moved to the pocket. The patient was doing well postoperatively.